Manufacturer narrative:
B2: other: urinary retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention and urinary/bowel dysfunction. It was reported that they were not sure if the device was working or not and that since implant they have been experiencing new and worse symptoms than before. The patient stated they have no clue if they were emptying completely or not and they were having leakage that they didn't have before. The patient said they will go to the bathroom and a little while later within a few minutes they go, they have leakage. The patient also stated their flow is very weak which it hadn't been previously and they were not going as frequently as they was before the permanent device was put in. The patient mentioned they were in worse shape with this new device than they were with the one that was hanging out of their side. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient will see their hcp on (B)(6)..

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the patient experienced urinary retention prior to the device. The hcp also confirmed that the retention did not worsened as a result of the device/therapy. The hcp stated that no prostate urine risk (pur) was less than 50cc consistently. The catheterization was not the patient's 'standard of care' prior to the device. When asked about the steps taken to resolve the issue, the hcp stated that the patient was seen on (B)(6) 2026 and confirmed that the patient was emptying better, less frequency is actually better. The patient does not understand that they were actually improving. The hcp confirmed that the issue was resolved and they will adjust settings and program to optimize.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.